Event description:
The facility reported a pump that shuts off by itself. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 28 2007. Evaluation summary: the reported condition of the pump shutting off by itself was confirmed. Inspection of the device found failure codes 570:320 and 814:01 in the pump's event history. Service determined that these failure codes were caused by depleted batteries, which also caused the pump to shut down. The pump's batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.